Manufacturer narrative:
Medtronic received the following information from a journal article entitled; distal landing zone outcomes in thoracic endovascular aortic aneurysm repair with challenging morphology: a propensity-matched comparison of distal active fixation versus standard stent-graft gennai et al, international angiology 2022 february;41(1):24-32 doi: 10.23736/s0392-9590.21.04718-0. Exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in conjunction with non mdt stent grafts during the endovascular treatment of descending thoracic aortic aneurysms on unknown dates. The following adverse events were reported: aortic elongation, occlusion, rupture, spinal cord injury reintervention, conversion to open repair and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.